Event description:
It was reported that the patient experienced a leak coming from where the transfer set connects to the catheter. This was noted during peritoneal dialysis therapy, while the patient was connected. The technical service representative advised the patient to disconnect and end the therapy. During follow up, the nurse stated that the patient was taken care of and declined to provide additional information. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.